Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that noise was observed on the patient's right ventricular lead. Upon review, the noise appeared to correlate with the patient's respirations. The noise was determined to be myopotential oversensing. Programming changes were made. The noise was no longer reproducible and the patient was stable throughout.